Event description:
Device returned for analysis with report of "no problems until early december, 2000. Catheter checked with dye study and no problems noted. Pump replaced - not functioning properly. Follow up with hcp revealed the pt had "no pain relief at all - as if no pump was implanted. A bolus was give with short term relief and then the pt went into withdrawal. Pump replaced and doing well."